Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds which have been high since implant and possible loss of capture was noted on a stored episode. Additionally, far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead. Both the rv and ra leads remain in use. No patient complications have been reported as a result of this event.